Manufacturer narrative:
The unit had missing segments due to a cracked lcd zebra connector. The unit had a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer called in to report a partial display and they stopped using the device. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 333 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.